Manufacturer narrative:
(B)(4). Additional information: did the clip fall into the patient? ---no, if so, how was the clip retrieved? ---na. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip was not fed into the jaws and ejected from the 1st firing when the device was used on the cystic artery. Although the device was fired out of the patient 5 or 6 times, clips ejected. Another device was used to complete the case. There were no adverse consequences to the patient. When the sales rep fired the device after the operation, it functioned properly.